Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c29, tissue valve, (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular lead was positioned on multiple sites and the r-waves deteriorated to less than 4 mv. The lead was finally positioned at the right ventricular apex and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.